Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope. The right ventricular (rv) lead had an alert for oversensing of noise. There was double counting noted on ventricular fibrillation (vf) episodes. There was undersensing noted on treated ventricular tachycardia (vt) episodes with questionable rv capture at the end of the episode. The lead remains in use. No further patient complications have been reported as a result of this event.